Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Caller attempted various troubleshooting steps, including using different wall outlets and charging adapters. Eventually, the issue was resolved when the charging cable was plugged into a wall adapter, and the pump began charging. No further assistance was required.